Event description:
It was reported that low pacing impedance was noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.